Event description:
Allegedly, rear tires were not inflated properly upon receipt. While in the facility, they were inflating the tires and got to approximately 68psi and the tire allegedly blew and "exploded". Dealer advised the tire/tube were allegedly "saturated" with grease or vaseline and slid on the wheel rim. No injury alleged.

Manufacturer narrative:
RMA 859741546 has been initiated for this issue. Model patplus serial number/date code (B)(4) is approximately 4 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.